Event description:
The patient underwent revision knee surgery due to the component becoming fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: lot #. Examination of the reported device was not possible as it was not returned. Review of provided photographs confirm component fracture. A search of the complaints databases finds no other reports against the product and lot code combination since release to distribution. A review of device history records finds there were no discrepancies discovered during this review and no nonconformances were associated. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.